Event description:
Fast rhythm with intermittent v pacing and intermittent rv non-capture is visualized. Rv lead threshold has been slowly rising over time." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).